Event description:
A report was received that a memorylens was implanted in 2000 and explanted in 2001 due to a brown discoloration on the surface of the lens. Post-op there was a brown discoloration on the iol surface, and the dr noted a gradually increasing brown discoloration on the lens over a period of several months, which he felt was caused by the dark pigment of the pt's iris sticking to the surface of the lens. Once the pt's visual acuity decreased, the lens was explanted and another memorylens was implanted. The pt's prognosis is reported as good.